Manufacturer narrative:
Additional review determined that this event was previously captured. Please refer to this report for further follow-up; the manufacturer report number is 2021898-2015-00412.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy via an implantable infusion pump. The indication for use was not noted. The catheter was first implanted on (B)(6) 2006 and the implant's position was revised on (B)(6) 2014. Additional information was requested regarding the cause for the revision, symptoms experienced, troubleshooting performed, device serial numbers, what drug/concentration/dose/lot was being delivered, concomitant medications, patient medical history, and indication for use. If the information should be provided, a follow-up will be submitted.